Event description:
The patient's mother reported that when the doctor downloaded the pump there was some data missing. She reported that the pump's total daily dose in the history from february 1 to march 3 was missing. Review of the pump history also shows only one bolus dose on march 8 and one on march 5. The mother states that she watched the patient program a breakfast dose and dinner bolus and that she listens for bolus delivery. The mother also reports that the patient programs a lunch bolus in the school nurse's office with the nurse. She is positive that there were more bolus doses delivered although they were not recorded in the bolus or tdd history. The mother reports that the patient has not been having any issues with blood glucose levels. There was no reported patient impact associated with this complaint. This complaint is being reported because the user alleged the pump did not record the delivery history accurately.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/07/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows a manual date change on (B)(6) 2012 at 7:39am and on (B)(6) 2012. The total daily dose history shows a date change (B)(6) 2012; there was no data in the black box from this date change due to continued patient use. There was no other activity outside normal patient use observed in the black box or download. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The reported inaccurate bolus history was unable to be duplicated during investigation.